Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the needle hub was getting stuck in the serter after insertion. Customer stated she also had another three incidents where the serter did not release the sensor. Blood glucose level is 82 mg/dl. Troubleshooting was performed. Sensor inserted properly to serter and sensor released properly. No further information reported.